Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-41386. It was reported that the patient presented with a methicillin-resistant staphylococcus aureus (mrsa) infection. The physician explanted both implantable cardioverter defibrillator and right atrial lead. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. During analysis, a failure event was observed which was unrelated to the reported event. A complete lead was returned in two pieces with connector portion measuring 16.8 cm and distal portion measuring 31.7 cm. Visual inspection found an external insulation abrasion breaching the outer insulation proximal to the ring electrode was noted at 1.7 cm and 2.0 cm from the distal tip and consistent with friction to another implanted device or feature of the patient anatomy. All other damage noted is consistent with procedural damage.